Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia and alleged the insulin pump was not performing properly. The customer requested pump replacement and declined troubleshooting and believed the pump was the cause of the issue. The event involved product(s) mmt-1884, unomedical, unk_reservoir. The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further customer complications were reported. The product replacement and return policy was reviewed, and the customer indicated understanding mmt-1884, unomedical, unk_reservoir.